Event description:
It was reported that battery exhaustion occurred on (B)(6), 2013. As of (B)(6), 2011, the elective replacement indication (eri) was to occur in 16 months. It was noted that the patient had increased pain, though the severity was reportedly mild. The device system was used to deliver bupivacaine, hydromorphone, and baclofen. Three days later, it was reported that they were unable to proceed with any further action involving the pump device due to an ongoing wound near the pump site. It was noted that the wound was unrelated to the pump or therapy. On (B)(6), 2013, the therapy was suspended due to the inability to access the pump because of the unrelated pump wound. The patient was put on oral medication and the event was considered ongoing. On the same day, eri was less than month away. Twelve days later, it was reported that battery depletion was normal, but the unrelated wound made battery replacement surgery impossible. It was decided to place the patient on oral medication and suspend therapy until the wound was healed and the device could be replaced as per usual. Seventeen days later, it was reported that the patient had a wound that made the last refill and pump replacement impossible. At the time of report, the pump was out of medication and battery, so she was just on oral medications. However, it was also indicated that the patient had been seen for a scheduled pump refill and oral percocet refill. Ultrasound was used prior to the refill to verify the port placement. The pump was reportedly accessed on the first attempt and approximately 3.5cc of old solution was removed from the reservoir. The refill was done with no changes to medication or rate. It was indicated that the patient¿s pain was constant and had increased since her prior appointment. Additionally, it had been worse in the morning, day, evening, and in the middle of the night. The patient¿s overall enjoyment of life, physical activity, mood, recreational activities, relationships, and quality of sleep were adversely affected by the pain. The pain was located in the shoulder of her left side and her right arm. It was a stabbing, sharp, and shooting pain that caused spasming. Her least pain had reportedly been a 4, the most was a 10, and it was an 8 on average for the prior months. The patient also had significant muscle loss, wasting, and was down to 78lbs at the time of report. In addition, the patient¿s medication had caused dry mouth and constipation; however, it was unclear if this referred to the pump or oral medication. At the time of report, the patient was continuing with a wound vacuum to the lower left quadrant and groin area as the physician had to go in the last week, open it up, and cut the patient¿s tendon. In addition, the patient had three open pressure sores, a history of (B)(6), and had a percutaneous endoscopic gastrostomy (peg) tube in her right abdomen. Furthermore, the patient¿s pump had an eri of one month; however, it was indicated that the physician was uncomfortable opening up the abdominal incision area so close to the current open, non-healed wounds and was not going to be able to perform the pump revision. This had been an ongoing issue and the patient was aware, but was a bit more concerned as eri grew nearer as to what her side-effects/symptoms would be if the pump died. The patient was continued on oral percocet and that would help somewhat with withdrawal effects of narcotics. It was noted that the patient could be transitioned on oral baclofen as well. The patient would also follow up every 2-3 weeks and call for any side-effects or alarming from the pump.

Event description:
Additional information received later reported that the patient¿s outcome was resolved without sequelae on 2014-(B)(6).

Manufacturer narrative:
Product ID 8590-1, lot# n073948, implanted: 2006-(B)(6), product type accessory product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).